Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump had a failed pcb, which caused the alarm failure. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump does not alarm load set when it should. The initial reporter also stated that this occurred during testing and did not affect a patient. (B)(4).